Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Six (6) photos were returned for evaluation. Upon visual inspection, the rubber injection stopple was noted to be disconnected from the spin lock t fitting. Incidents of this nature are attributed to operator oversight during the packaging of the product. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. As a result of this occurrence, a quality alert has been created for all applicable personnel involved in the packaging and inspection of this product. The purpose of this training was to review the reported incident and to ensure all personnel understand and comply with the established packaging and inspection processes.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Six (6) photos were returned for evaluation. Upon visual inspection, the rubber injection stopple was noted to be disconnected from the spin lock t fitting. Incidents of this nature are attributed to operator oversight during the assembly of the product. The returned photograph showed that the shrink band was not fully shrunk. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. As a result of a similar occurrence, a quality alert was created in january of 2020. The reported lot was manufactured prior to the quality alert.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Photos of the device involved have been received and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during the flushing of the line during set-up, the septum allegedly disconnected from the t-lock assembly.